Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation review of the instrument logs. Erratic total prostate specific antigen result. An investigation was conducted in response to the customer's issue. The investigation included a review of the complaint text, a review of the instrument logs, a review of the instrument history, a review of the architect system labeling and trouble shooting performed by an application specialist. A review of the complaint history for the architect isystem, (B)(4) over the period of (B)(6) 2008 through (B)(6) 2009 found two complaints related to this issue. The issues were resolved by field service trouble shooting of the instrument. The instrument logs did cover the date of this incident and there were no errors generated in association to this sample. The architect system operator's manual does address erratic results including probable causes and corrective actions. In the architect total prostate specific antigen (total psa) reagent package insert, literature is provided in describing suitable specimens, results and limitations of the procedure. The application specialist retrieved all the samples from the customer's refrigerator and inspected the collection tubes. An aliquot of the sample from the collection tube was made and processed on the module. The possibility of reagent carry over was eliminated as well. Based on the available information and trouble shooting performed, a specific cause for this issue could not be determined. The investigation did not identify an instrument deficiency/malfunction related to this issue. This is a final report.

Event description:
The account stated that the architect analyzer generated an incorrect total psa result of 6.0 ng/ml. The sample was repeated and the result was <1.0 ng/ml. The patient's previous psa testing had been <1.0 ng/ml.